Event description:
On (B)(6) 2011, pt reported the infusion device is not delivering insulin. Pt stated she disconnected from the infusion site, programmed a bolus of 1.5 units of insulin and nothing come out of the infusion tubing. Pt reported she then programmed a bolus of 10.0 units of insulin and only 2 drops of insulin came out of the infusion tubing. Pt stated she did not receive an error message. Pt declined to troubleshoot the infusion device. On follow up call on (B)(6) 2011, pt reported her blood glucose has come back down and the new infusion device is working. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.